Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone boot on the jaw of the vasoview hemopro broke off inside the pt. They were able to retrieve the piece from the pt through the original incision. A replacement device was used to complete the procedure. The hospital did not report any additional pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).